Manufacturer narrative:
(B)(6). A visual and microscopic exam identified distal stent damage. The stent struts on row 1 were pulled distally. The midshaft and corewire were kinked approximately 36.5cm from the catheter tip. Solidified blood and solidified contrast media were present within the inflation lumen, indicating that the device was used in vivo and the device was prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported, that during a coronary drug eluting stenting treatment procedure, crossing difficulties were reported. The lesion details are unk. The 2.75 x 32mm taxus liberte stent delivery system was advanced to, but could not cross the lesion. The procedure was completed using another of the same device. There were no pt complications and the pt was listed as "stable". However, the returned product analysis revealed stent damage.